Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to have esophageal cancer while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to have esophageal cancer while using this device for which they needed surgery. The reported event of esophageal cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed may related to the device in this case. However, device name/sn and further clarifying clinical details such as device use and maintenance, details and timeline of events, relevant past medical history, and medical intervention information are unknown at this time, and attempts to obtain additional information have been unsuccessful. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.